Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with an olympus automated endoscope reprocessor model etd 3 or mini etd 2 (not available in the USA) using peracetic acid. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device had not been returned to olympus medical systems corp. But was returned to olympus europa (B)(4). In the additional microbial test, the testing indicated no microbial growth for the subject device. Following abnormalities were detected in the evaluation of the subject device. The objective lens and the light guide lenses were damaged. The adhesive of the objective lens and the light guide lenses were damaged. The distal end cover was cracked. The insertion section was kinked. There were no malfunction other parts of the subject device. The manufacturing record (DHR) of the subject device was reviewed without irregularity related to this event. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the subject device tested positive for escherichia coli, bacillus pp, and streptococcus sp during routine surveillance culturing test by the facility. The number of microbes and the portion of the subject device, where the microbes were detected, were not reported. There was no report of patient infection associated with this report.